Event description:
Patient admitted as trauma for burns 70%. Patient had new left femoral a-line inserted. Upon removal of old right femoral a-line, catheter tip broke and lodged in patient. Tried to remove at bedside, but unsuccessful. Pelvic x-ray shows catheter in soft tissue area of groin. Patient to or (operating room) for tip removal. Patient remained stable throughout event. Patient remains in hospital burn unit.